Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - operation manual evis lucera gif/cf/pcf type 260 series operation guide chapter 3 preparation and inspection describes the detection method. - instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describe preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had fluid invasion with no leakages. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the nozzle had foreign material due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in the up direction did not meet the standard value; connecting tube had buckling and a dent; plastic distal end cover had a dent; adhesives around light guide (lg) lens had white-clouded area; lg lens had a crack; adhesive around objective lens had white-clouded area; objective lens had a crack; adhesive on bending section cover had white-clouded area, a crack, and a chip; due to wear of angle wire, the play of up/down knob was out of standard value; due to a scratch on objective lens, the image had dark area partially; due to crack on objective lens, fare occurred; paint on suction cylinder is peeled; switch 1 had wear; and due to a dent on channel tube, forceps could not be inserted smoothly. The following device components were found to be scratched: connecting tube, objective lens, protector of universal cord on control section side, image guide protector, switch box, forceps elevator lever, and grip. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital.